Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2019-02429. 1627487-2019-02430. It was reported the patient is not receiving effective therapy due to low impedances. Surgical intervention is planned to add a lead and switch to burst therapy to address the issue.

Event description:
Reference MFR report: 1627487-2019-02429; 1627487-2019-02430. It was reported that surgery occurred to explant and replace the ipg and lead, which addressed the issue. It is not known which lead was replaced, so both are being reported.